Manufacturer narrative:
Based on the claim alleging that the synchroseal had an incomplete activation cycle by the customer, an investigation is in progress to determine the cause of this reported event. The synchroseal instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there was a message for the synchroseal instrument s/n (B)(4), "inspect jaws for possible damage incomplete activation cycle. Hemostasis may be compromised". Technical support engineer (tse) checked the logs, no related errors verified in the logs. Tse asked the customer to remove the instrument and check for visible damage on jaws. The customer stated there weren't visible damage on the jaws. Tse asked the customer to reapply energy on the instrument following the best practices for the use of it. Customer stated the issue persisted. Tse asked the customer to try with a new synchroseal instrument and the issue was fixed. The site was completing the procedure, robotically, as planned with less than 15 minutes of delay and with no harm to the patient. Customer was unable to release patient information due to the privacy policy of the hospital. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected prior to use and no damage was found. The instrument exhibited insufficient sealing and unfortunately, the instrument was thrown away after the procedure. The issue occurred from the beginning of the procedure, while sealing. The sealing cycle did not work and the message "hemostasis may be compromised" appeared. The target tissue was the round ligament, it was not under tension during the sealing/cutting process. The vessel was not greater than 5 mm in diameter, there wasn't any evidence of vessel calcification or tissue effect observed during the sealing/synch cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. There was no unexpected additional bleeding experienced by the patient.